Event description:
It was reported that the right atrial lead dislodged within approximately 1.5 months of implant and was found by electrocardiogram and chest x-ray. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 305u219, tissue valve, implanted:(B)(6) 2011. (B)(4).